Event description:
Neurospecialist reported incident in which a pt who had an ins-5010 inserted required an additional surgical procedure to remove a broken piece of the tip that remained inside the pt. No product return is available for eval. Additional info was requested in december 2004. Additional info was received in january 2005. A copy of medwatch was received from the user facility. Medwatch report indicates lumbar drain placement was attempted, the staff notified of retained portion of catheter. Laminectomy l3 performed to retrieve the catheter. Confirmed piece of removed matched drain end by all staff. Drain was not saved.